Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 15-nov-2017 with the following findings: the display lens was cracked/damaged. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display lens was cracked. This report is made based on results of investigation completed on 15-nov-2017.